Event description:
In 2007, pt had mesh implanted during an open right inguinal hernia repair procedure. Pt began to have multiple urinary tract infections, and decreased white blood cell count. The pt's gynecologist referred her to an urologist. Urologist dr performed a cysts procedure, where it was noted that the pt had mesh protruding into her bladder. In 2008, the pt underwent a surgical robotic procedure, where the dr removed the area of mesh that had protruded into her bladder along with 1/3 of the pt's bladder. As part of the post-operative recovery process,the pt was required to have an indwelling urinary catheter in place for about a month. Per medical record review: adhesions were found during the explant procedure and taken down as part of the explant.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if product is returned for eval or add'l info becomes available.